Manufacturer narrative:
(B)(4). Medical devices: guide catheter: guideliner, stent: 4.0 x 16 mm graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. The reported patient effect of pseudo-aneurysm as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 16 mm graftmaster is being filed under a separate medwatch report.

Event description:
It was reported that after rotablation of the heavily calcified circumflex a perforation was observed. A 4.0 x 16 mm graftmaster was advanced for treatment and deployed successfully. Post-dilatation was performed; however, the perforation was not sealed. Angiography review confirmed that the perforation originated beyond where the 4.0 was deployed and was longer than originally thought. The deployment of the 4.0 did not exacerbate the perforation. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced; however, met resistance causing kinking of the shaft. Subsequent pushing on the device resulted in separation of the proximal end of the sds. The device was removed from the patient without issue. A 2.8 x 16 mm graftmaster sds was advanced, positioned and deployed overlapping the first stent. Post-dilataton was performed and it was observed that there was still a persistent extravasation which appeared to be slowly filling a newly formed pseudoaneurysm. There was no bleeding from the aneurysm or into the pericardium observed; therefore, the procedure was ended. The patient was stable post procedure. No additional information was provided.